Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump housing was damaged making it difficult to load cartridges. Reportedly, the customer had exposed glue to the pump where the cartridges are loaded/unloaded. The pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 300-400 mg/dl.